Manufacturer narrative:
This report is submitted on november 09, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to non-use of the device and the removal for MRI scans. There are no plans to re-implant the patient with a new device.